Event description:
Customer stated that he was in a coma for six months. Customer was concerned that reservoirs were bad and cause the high blood glucose that led to the hospitalization. During troubleshooting, the reservoirs were not affected by the recall. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medical device report #:2032227-2013-03362.